Event description:
It was reported that during a ptca/stent procedure involving a mid lad, the stent was deployed. Upon removal of the stent delivery system (sds) there was resistance encountered. The sds was pulled on to remove it (contrary to IFU) and the balloon tore and folded back onto itself, but was still attached to the sds. Reportedly, there was no portion of the sds balloon left behind in the pt. During visualization, and injection of contrast revealed a dissection just distal to the deployed stent. The dissection was treated with an additional stent and reportedly the pt outcome was good.